Event description:
It was reported that patient notifier was delivered for non-sustained rv oversensing. Stored egms also revealed loss of ventricular capture. Programming changes were made. Patient is scheduled for routine follow up.